Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated and 3 ovation extenders. During the procedure, wire access was lost and pushed back up after bifurcated device placement, inadvertently placing the wire behind the graft. The physician proceeded to place a limb extension behind the bifurcated limb, effectively shutting off flow to the right common and external iliac. They were unable to correct the issue so due to the occluded iliac, the physician had to convert to a fem-fem bypass. Patient is in stable condition.